Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced 3 infusion sets cannula kinked events on 24-jul-2024 within 3 hours of insertion.insertion site was abdomen. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was high at the time of event, therefore the patient was treated with correction bolus via pump and multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.